Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Lot# of the affected part was not provided. Risk review: per doc-049039 rev 05 natus external drainage lumbar catheters - risk analysis. Spreadsheet. Hazard 1.5 - catheter tubing is cut by sharp inner edge of needle while accessing into lumbar spine and a catheter piece is left in the patient body. Effect (harm): surgical intervention. Residual risk: medium. No related capas. Further investigation to be carried out.

Event description:
Part nt821707 - the customer states: they were taking the catheter out and it sheered off. They left the piece in the patient. They did not provide any details on priming the catheter or care of the catheter before/during the event. No injuries reported.

Manufacturer narrative:
Follow up report 001 ref to natus complaint#: (B)(4). Complaint history review/trend analysis: (24 months review and percent of sales) 2 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821707 units sold within past two years. Failure rate: (B)(4). Root cause/failure investigation: the customer did not return the device for evaluation or provide any further information regarding the alleged complaint. Failure mode: no device returned: unable to determine.

Event description:
Part: nt821707, the customer states: they were taking the catheter out and it sheered off. They left the piece in the patient. They did not provide any details on priming the catheter or care of the catheter before/during the event. No injuries reported.